Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the power supply was defect. It was also determined at analysis that errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.